Event description:
It was reported that the case on the epg (external pulse generator) was cracked. The epg was returned for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper case and lower case were cracked and also contaminated. However, it was also noted that the battery release, lead flex cover and battery drawer were contaminated, the side bail covers, case screws and side bails were missing, the ring was bent, and the battery contacts, display and battery flex were corroded. (B)(4).